Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as fold flaw opening. ¿ visibility palpability: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade ii, firmness, rupture, gel in capsule, gel bleed, and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel bleed.

Event description:
Healthcare professional reported a right side capsular contracture baker grade ii, firmness, rupture, gel in capsule, gel bleed, and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.